Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. The customer engaged with technical support, who confirmed the pump was under warranty and arranged for its replacement. Instructions were given on how to use the current pump while waiting for the replacement, as well as how to put the problematic pump into storage mode and return it promptly.